Manufacturer narrative:
The main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
A consumer implanted for non-malignant pain reported that since implant they never had therapeutic benefit, and the pain from their spine moved over to their hip so they could hardly walk or use their ¿rollaider.¿ the consumer didn¿t know if they were doing something wrong since they were at 90 or 100, and would turn it up to 120 or 130, but if they went up to 150 it shocked them so bad they had to turn it down. The consumer further reported they thought they may have moved their wires or something because they were big, 375 pounds. It was noted the consumer needed to have surgery on their knee and they thought they may need to do an MRI of their back to check the implant.

Event description:
Additional information received from the patient indicated that they had an appointment with their doctor on (B)(6), but they never made it because they fell in their driveway and fractured their hip and leg. The patient was in a nursing home, and wanted a manufacturer representative to come to the nursing home.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they didn't have their recharging system with them at the nursing home (due to an unrelated issue), and their family couldn't find it even though they told him right where it was. It was later stated the consumer was missing the desktop charger so a replacement was going to be sent. It was further reported the implantable neurostimulator (ins) depleted on (B)(6) 2016 so the manufacturer¿s representative (rep) told the consumer to charge for six to eight hours and then they would come and see him to adjust stimulation and see what was wrong with the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reiterated that the stimulator was not working for the patient¿s pain. The patient reported that they turned it up as high as they could stand it and it did not help. They stated that they left a message for a representative (rep) to call them back. The patient reported that they called the rep one time and they checked it. The patient stated that they did not know if the rep was aware of the implantable neurostimulator (ins) not working for their pain. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.